Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the oralpak 3ml blue hospital the tip of he syringe is broken. The following information was provided by the initial reporter, translated from (B)(6) to english: it was identified that the dosage 3 ml syringe presents absence of his tip, that is broken.